Event description:
It was reported that approximately seventy two hours post implant, the right ventricular (rv) lead exhibited high thresholds with intermittent capture at high outputs unipolar and bipolar. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.